Event description:
It was reported that the right ventricular (rv) lead was noted with a high number of short interval counts (sic) and detected one ventricular high rate episode, but it appeared to be physiologic. The patient stated that they sometimes keep their cell phone in the pocket near the ipg device and the patient occasionally uses an electric drill. Arm motion and pocket manipulation tested negative for oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2013. (B)(4).